Event description:
Boston scientific crm received information that this dextrus 4135 atrial lead exhibited low sensing. In a revision procedure the lead dislodged during attempted repositioning. The lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.